Manufacturer narrative:
(B)(4). This ipg serial number was included in a field correction. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report:1627487-2015-03505. The patient reported pocket heating (not painful) while charging (date of event is unknown). As a result, the patient received low energy replacement charging system. No additional information is available at this time. On 8/1/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.